Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform a failure analysis. Universal surgical manipulator (usm) was evaluated, and following information was confirmed: the usm was tested on an in-house system in normal mode where it confirmed and replicated error 32100. Usm was tested on the patient side cart testing platform where it failed the carriage sensors check prompting error 32100. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia bilateral surgical procedure, the customer reported while trying to dock they were getting recoverable fault 32100. Prior to calling the customer had power cycled the system twice with the error persisting. The error 32100 was observed in logs on the universal surgical manipulator (usm) 2 (acm). Intuitive surgical, inc. (Isi) tse walked the caller through the emergency power off (epo) of the patient side cart (psc) and the error persisted. Then, the isi tech support walked the caller through disabling the usm 2 and proceeded as a 3 usm case. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault 32100, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the usm, however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.